Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the nurse verify not working. A technical support specialist recommends that the customer reach out to their pharmacy to modify the status from rejected to approved. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system had a nurse verify not working. Customer reported that her nurse verify request was rejected and she could not issue medications. There were no adverse events or injuries reported based on this event.